Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that her blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The patient indicated that the cannula might have a ben in it but she was not sure. The patient stated that the pink slide had moved forward and the site appeared normal. The pod was removed and discarded. The patient performed a manual insulin injection to treat the hyperglycemia and a new pod was applied.